Manufacturer narrative:
This report is submitted on september 14, 2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2021 due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to retention issue. The patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on (B)(6) 2023.